Event description:
It was reported that the right ventricular (rv) lead displayed high impedance. A lead fracture was suspected. During a lead revision procedure, while attempting to extract the rv lead, a perforation and pericardial effusion occurred and the patient subsequently died. The lead was only partially removed due to procedural complications in preparation for laser removal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant products: 419388 lead, implanted: (B)(6) 2006; a 407652 lead, implanted: (B)(6) 2006. (B)(4).